Manufacturer narrative:
Batch review performed on 19 june 2018. Lot 091202: (B)(4) items manufactured and released on 18 august 2009. Expiration date: 2014-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on 15 june 2018. Hip revision surgery occurred 8 years after primary cementless total hip arthroplasty in a (B)(6) man. Head and cup belong to a different company and no information is available. The quality of the pictures is very poor, but it seems possible that a large head metal-on-metal combination was used 8 years ago and a massive debris production could be an explanation for the radiopaque finding proximo-lateral in the femur and for the late loosening. The stem looks slightly undersized but it served well for many years, so that's unlikely to be a potential cause.

Event description:
The patient came in complaining of pain 8 years and 4 months after primary. Intraoperatively the surgeon determined that the stem was loose. The surgeon revised the medacta stem, along with the other company's cup, head and liner. The surgery was completed successfully.